Manufacturer narrative:
(B)(4). Electrical short. Evaluation: results: - inspection of the returned product shows that 20 cables have an electrical short in them. (B)(4).

Event description:
Customer claims that the cables have a short circuit on the end of the plug, this was during testing and there was no patient injury that occurred.